Event description:
(B)(6): customer reports via phone, during cardiac cath procedure, the syringe cracked, luer lock nut failed and the merit medical high pressure tubing detached from the syringe. Staff loaded a new syringe and tubing, procedure completed without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500 supplemental report will be submitted.